Event description:
Customer reported the comfort curve strip vial label has no expiration date year. No allegation of torn or smeared label. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.